Manufacturer narrative:
The lot number and product code were not provided. A search for non-conformances associated with this part/lot number combination could not be conducted. The device was not returned to the manufacturer for analysis. The root cause cannot be determined. The instructions for use (IFU) identifies premature coil detachment and difficult coil detachment as potentials complications associated with the use of the device.

Event description:
It was reported that after placement at the treatment site, an embolization coil could not be detached after multiple attempts. During withdrawal, the coil unexpectedly detached. There was no reported patient injury or additional intervention.